Event description:
It was reported that when the patient presented to clinic for scheduled check, rv lead noise leading to pacing inhibition was observed. It was mentioned that the lead exhibited electrical anomalies since (B)(6) 2016 and the physician was monitoring the patient. The pacing lead impedance was out of range low, capture threshold was increased and r-wave amplitude was dropped. Lead was capped and replaced on (B)(6) 2017. The patient had no symptoms during the surgery and was stable in the recovery room after the case. The patient was discharged home same day.